Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during prior to use testing, the nurse observed that the tracheal tube cuff was leaking air. There was no patient involvement.